Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a broken conductor wire. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage during use. Damage to the conductor wire can result from mishandling the instrument, such as collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, energy would not activate to seal the tissue. They tried both the e-100 and erbe generators, but could not get the vessel sealer extend (vse) to work. The procedure was completed as planned with no reported injury.